Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument broke. Backup instrument of same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of tip was completely detached from the instrument. No fragment fell into the patient. The instrument was inspected prior to use with no noted damage. Dissecting was being performed when the device issue occurred due to high pressure on the blade. The instrument was in use prior to the issue for about 1 hour. The surgeon did notice issues with the functionality of the instrument during the surgical procedure. There was no report of any collision.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken curved blade at the base on the distal side. A piece approximately 1.40mm x 2.17mm x 11.00mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding tip is broken was confirmed by failure analysis. The probable root cause of broken blades is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Event description:
Refer to h11 for follow-up information.